Manufacturer narrative:
Cell-dyn ruby, serial number: (B)(6) was inspected and during decontamination of the instrument, which was performed by field service, valve 97 was found encrusted, and valves 9-7, 9-8, 9-3, 4-2, 4-3, and 4-4 were replaced.. Return testing was not completed as returns were not available. A review of tracking and trending did not identify a trend or an increase in complaint activity with regards to the customer issue. A review of the manufacturing documentation determined there were no non-conformances or potential non-conformances for the cell-dyn ruby. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby, serial number: (B)(6) was identified.

Event description:
The customer reported sporadic falsely low hemoglobin (hgb) results generated from a cell-dyn ruby system analyzer. The customer also reported that when this occurred that the mch is also low. The customer reported the hgb was too low on 12 samples and upon repeat it was normal. The customer provided the following patient example: (uom: g/dl). Sample ID (B)(6) initial hgb result was 2.58*, repeat results were 7.33 and 8.94 per cell-dyn ruby system analyzer operators manual, results that have been determined to require laboratory validation are flagged by an asterisk next to the result. The customer reported that the discrepant results were not reported to the patient's medical provider. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported sporadic falsely low hemoglobin (hgb) results generated from a cell-dyn ruby system analyzer. The customer also reported that when this occurred that the mch is also low. The customer reported the hgb was too low on 12 samples and upon repeat it was normal. The customer provided the following patient example: (uom: g/dl) sample ID (B)(6). Initial hgb result was 2.58, repeat results were 7.33 and 8.94 per cell-dyn ruby system analyzer operators manual, results that have been determined to require laboratory validation are flagged by an asterisk [*] next to the result. The customer reported that the discrepant results were not reported to the patient's medical provider. There was no reported impact to patient management.